Event description:
When the pt used a cordless phone, she noticed that the therapy was turning itself off. The pt was at home and planned to use caution when using the cordless phone. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent, if additional info becomes available.